Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 09-year-old male child patient's infusion set's tubing was detached from connector on (B)(6) 2022. Therefore, the blood glucose level of the patient at the time of event ranged between 380-400 mg/dl (approximately). Moreover, the issue occurred with one infusion set and it was used for less than 12 hours (approximately). Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.